Event description:
It was reported that the vns patient had an "internal infection" however the specific location and relationship to vns therapy was not provided. No trauma or manipulation was noted. The physician reportedly indicated the incision sites were healing properly. Information was later received indicating the patient required explant of the vns lead and generator due to the infection. The infection was reportedly superficial at the neck incision with some discharge. This was cleaned out and the patient was given oral antibiotics however the infection returned so the physician decided to explant the entire vns system. Cultures were reportedly taken which indicated (B)(6). The infection is now reportedly cleared up. The date of explant was not provided. The patient will likely be reimplanted with vns. Attempts for additional information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was reimplanted with vns. No additional relevant information has been reported.

Event description:
The relationship of the internal infection to vns is reportedly unknown per the physician. Attempts for additional information including the date of explant have been unsuccessful to date. The explant is believed to have occurred in (B)(6) 2012.

Manufacturer narrative:
(B)(4).